Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, he customer reported that they were having issues obtaining samples and that they heard a loud clicking noise, and they observed what appeared to be possible shards from the device and a possible foreign object left inside the patient´s breast. No other information available.

Manufacturer narrative:
An investigation was completed: it was reported that during a brevera procedure on (B)(6) 2025, the customer reported that they were having issues obtaining samples, heard a loud clicking noise, and they observed what appeared to be possible shards from the device and a possible foreign object left inside the patient´s breast. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted, and signs of physical damage were found. Marks were observed in the internal diameter of the outer cannula body, and the tubing was cut. Functional testing could not be performed due to the device being damaged, as additional information, gears and bearing were inspected, and no issues were found. The brevera device inspected by the pmqa team showed extensive damage to the inner cannula tip. The most likely failure mode was caused by an advanced inner cannula (ic), resulting from excessive and extreme interaction between the cannulas, as the inner cannula experiences greater displacement during its translating motion. This extreme condition can generate several failure modes that compromise the integrity of the cannulas. The investigation determined that the probable cause for this issue is related to an existing CAPA. As mentioned in the CAPA, this failure can occur due to incorrect placement of the disposable on the driver, since the current brevera console software does not have an alarm or system to alert the user when the driver is not in its home position. When the disposable is removed while the ic is retracted in any mode except standby, a pop-up message or alarm appears. Given the recurring nature of this issue, corrective measures were initiated to identify the root cause and establish appropriate actions in the CAPA. Conclusion: the reported issues have been confirmed, and the root cause has most probably been identified. A CAPA has already been created to establish the need for updates to the risk management files and corresponding corrective and preventive actions regarding the specific damage between the outer and inner cannula, including the cut block. The risk index for this situation falls within the range already calculated in the risk trending. It is likely that this is an isolated issue rather than a recurring problem within the product family, system, or failure mode reported in the complaint. Therefore, no update to the risk management file is required. Future events will be closely monitored and analyzed for potential trends. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified. Lot number: 24l06ra. Expiration date: 06-nov-2026. Manufacture date: 06-nov-2024. UDI: (B)(4).